Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zxr00 was explanted from a patient's eye. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review of the complaint file a discrepancy was found regarding the serial number ((B)(4)) which was provided in the initial MDR. This serial number ((B)(4)) was entered in error in the complaint file. The correct serial number for the suspect product involved in the reported event is (B)(4). A further review was conducted and it was discovered that medwatch report number 9614546-2017-00427 had previously been submitted for this serial number and for this same event. Therefore, no further information will be provided under this medwatch #9614546-2017-00519 as it has now been determined to be a duplicate report. All pertinent information available to abbott medical optics has been submitted.